Manufacturer narrative:
(B)(4). Analysis of the pump found c300. There was miscellaneous pump overinfusion with an undetermined root cause.

Event description:
It was reported that ¿for some time¿ they were not getting the correct volume at refills. The patient has been seen by a healthcare professional (hcp) in a clinic for the past two months for refills, and had previously been refilled by a home health agency. The manufacturer¿s representative believed the discrepancies had been going on back when the home health agency was filling the pump. Per the reporter, they replaced both the pump and catheter. During surgical exploration it was determined that the catheter had a tea r/hole/fracture. The surgeon attempted to remove the entire catheter but he believed the tip sheared off in the spine so he had to leave some of it in place. The pump showed an expected volume of 15.2 ml and they aspirated about 10 ml at explant. The patient stated that he was not getting therapy. The pump was used to infuse bupivacaine and dilaudid. No patient outcome was reported. Follow up was conducted to obtain further information. If additional information is received a followup report will be sent.